Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low power with a laser system. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming core module. The manufacturer internal reference number is: (B)(4).